Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed a charge circuit time out shortly after having reached elective replacement indicator (eri). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert triggered for rrt (recommended replacement time), analysis of the device memory indicated the charge circuit timeout alert triggered, and analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). A patient alert for charge circuit timeout occurred on (B)(6)-2013. A patient alert for excessive charge time occurred on (B)(6)-2013. The programmer shows the time of recommended replacement time (rrt)/end of service (eos) in save to disk occurred on (B)(6)-2013 with device rrt voltage of less than or equal to 2.61 volts. The device reached eos with a charge time greater than 30 seconds. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. (B)(4).

Manufacturer narrative:
This device was included in a field action and returned product testing found the device did not perform as described in the field action.